Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an orthognathic surgery. During the surgery, the surgeon indicates that the tip of the cutting pliers was bent. It did not fit the unknown plate and the surgeon was unable to bend it. There was a three (3) hour surgical delay since they had to wait for another set to arrive. During the delay, the patient was under anesthesia. Patient and procedure outcome are unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) plate cutter for 1.5mm & 2.0mm plates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date reported on previous follow-up was 11/21/2018, actual date is 1/11/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the device history records: part: 391.961, lot: 8804123, manufacturing site: umkirch, release to warehouse date: 24. April 2014. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition investigation summary complaint summary: it was reported that on (B)(6) 2018the patient underwent an orthognathic surgery. During the surgery, the surgeon indicates that the tip of the cutting pliers were bent and did not fit the unknown plate to be able to bend it. There was a three (3) hours surgical delay since they had to wait for another set to arrive. During the delay patient was under anesthesia. Patient and procedure outcome is unknown. Flow: damage: visual (appearance not as expected): visual inspection: upon visual inspection the distal tips are deformed and chipped preventing the device from functioning an intended. The balance of the device is in fair condition with signs of use/wear/ the received condition does agree with the complaint description and is confirmed. Dimensional inspection: an accurate dimensional inspection was not possible due to the post manufacturing damage on distal tips. Document/specification review the following drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: a definitive root cause for the damage could not be determined based on the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Updated manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.